Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge looked damaged, so the doctor refused to use the lens. The doctor asked for a replacement lens to complete the surgical procedure. This occurred during handling and prior to insertion. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer: 10/15/2018. Date received by manufacturer: 10/26/2018. Device returned to manufacturer: yes . Device evaluation: sample was received on october 15, 2018. The sample was received inside the packaging box. The plunger was in advanced position. The pcb00 device was observed under microscope and scarce amount of lubricant residues were observed only in the cartridge tip and at the end of the tube. The lens was observed stuck between the cartridge tip and tube with the pushrod adhered to it. The cartridge component was observed correctly engaged into the lower body of the pcb00 device. The cartridge tip was observed with a dent. No cartridge crack defect was observed. The complaint was verified in the sample return however it could be related to the handling process. Manufacturing records review: based on the manufacturing records review and related documents the production order was manufactured according specifications. The functional testing were evaluated and acceptable results were obtained. Labeling review: the directions for use (dfu) was reviewed. The dfu sections provide the customer with information on proper lens usage and no update is required. The search revealed that no other complaint has been received for this production order number. As a result of the investigation there is no indication of a product malfunction or product quality deficiency. The complaint was verified on the return sample however it could be related to the handling process. Dfu states to examine the device before its use. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.